Event description:
It was reported that one week post-op, the patient presented to the clinic with complete loss of rv capture and the sensing had decreased. Possible micro-perforation. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.